Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An everest inflation device was used. There was no damage noted to the device packaging. The device was removed from the packaging per IFU with no issues. The device was inspected with no issues. The device was prepped per IFU with no issues. The everest was not connected to a mating device when the issue occurred. It is reported that after deflation the needle on the gauge did not return to zero, it remained at 5-6atms. No patient injury is reported.

Manufacturer narrative:
Product analysis summary: as received the gauge needle was at approximately 5 atm. The everest syringe body, tube and lure rotator/connector all appear undamaged and without defect. The plunger was pulled for negative pressure; water entered the syringe body without issues. The needle remained at 5 atm. During testing while using an in-house stopcock for testing, the everest was pressurized resulting in the needle moving steady to maximum pressure of 30 atm holding pressure for over 3 minutes. During depressurization the needle remained at 5 atm failing to return to 0 atm or vacuum (red). The gauge was removed for evaluation of the filter in the bore, the filter was found clean. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: the event occurred during pre-operative preparation. Preoperatively, during test inflation/deflation, the needle did not return to zero. The device was not connected to a mating device. During the test inflation/deflation, the stopcock was off. Additional testing: inspection of the gauge found the pointer out of the zero box. The pointer was resting between 5 and 6 atm. Contrast media residue was found on the lead threads and the sealing surface of the socket. Functional testing: the gauge was functionally tested in the received condition and found out of tolerance. The gauge was out of tolerance by approximately 80 psi throughout the scale. There were no issues (pointer sticking or jumping) identified during the functional testing. The window was removed, and the pointer was reset to zero. The gauge was tested for accuracy and found within the specified tolerance. The gauge was disassembled, and the internal components were inspected. There were no issues found with the internal components. If information is provided in the future, a supplemental report will be issued.